Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing blood leaked past the blood control feature. The following information was provided by the initial reporter: describe the event or problem: upon retracting the needle from a 24 g IV after placement, the blood flows out of the catheter that is left in place. It also happened twice on a different day. The IV has the same lot numbers.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.